Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited an axially-directed tear. Microscopic examination: further eval using scanning electron microscopy revealed evidence of external surface abrasions adjacent and intersecting the tear edge. Although the exact cause for the balloon tear could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.

Event description:
The balloon burst at an initial inflation of 8 atmospheres.